Event description:
The customer reported that prior to use on a patient, the iabp failed to power up. After about 5 minutes, the iabp generated a "system failure" alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the iabp occasionally hangs on boot up and then generates a "system failure" alarm. He observed error code #111 (local vas wdt failure) and error code #112 (main application wdt failure) in the fault log. The company representative replaced the executive processor board (part number 0670-00-0770e). He also reloaded the b07 software. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The executive processor board was requested to be returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).